Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Customer is contacted for device dispositioning.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device at the product assessment center (pac) and was not able to duplicate reported issue. A cause of the reported issue could not be determined.